Event description:
Customer reports receiving a freestyle blood glucose reading of 33.8 mmol/l. Customer went to the hospital with their family member almost 5 hours later. A lab reading of 14.4 mmol/l was received at that time. The customer was given one of their own metformin pills and released because their glucose levels were fine. Although no serious injury occurred, the freestyle reading reported by the customer may have led to mistreatment by the customer.